Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an alarm cassette locked but not latched. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s stated problem was verified through functional testing. The defective latch lock flex sensor was identified to be defective. The latch lock flex sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that there was repeat repair- cassette locked but not latched error during testing. There was no patient involvement.